Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet laser. No complications.

Manufacturer narrative:
Discrepancies which are observed are the result of explant procedures. Due to lead damage, unable to perform complete range of analytical tests, partial testing indicates no anomalies. Visual inspection under 30x magnification indicates no j wire fractures. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures.